Event description:
It was reported that approximately 10 years post implantation of knee arthroplasty that the patient was revised due to unknown reasons. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown vanguard tibial component. Unknown vanguard articular surface. G2: event occurred in australia. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6. Upon review of additional information, it was determined that this device is not believed to have caused or contributed to the event. The initial report was submitted erroneously and should be considered void. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to infection; only the bearing was revised. No additional information to report.